Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain. Excessive soft tissue damage was noted by the surgeon. Proximal femur and exposed acetabular rim was white and seemed dead. Osteolysis was also noted in areas of acetabulum.